Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 450 mg/dl. Customer treated high blood glucose with bolus by insulin pump. Customer stated that sensor glucose was 40 mg/dl but blood glucose was 450 mg/dl and insulin delivery was not suspended due to sensor glucose value. Customer stated that auto mode was active at time of high blood glucose and customer declined to review troubleshooting of high blood glucose. Insulin pump will not be returned for analysis.